Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests due to motor error alarm. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime/fill process. Customer's blood glucose was 117 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.